Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an mpfl reconstruction on the medial femoral condyle, an opus speedscrew was used to tension the ultratapes from a healicoil device in the patella, this anchor was removed due to something snapping inside the inserter, which disabled the ability to tension the tapes. A second opus speedscrew anchor was used, it initially deployed and tensioned the tapes, however, it pulled out due to dilation of the pilot hole and compromised bone stock. The healicoil was not compromised and remained implanted, so the same tapes were used; however, they were cut with a blade and pulled out of the anchor afterwards. A third opus speedscrew and a second healicoil device were placed in two new pilot holes, which was successful. The procedure was resumed after a non-significant surgical delay, and no further complications were reported. Patient status is fine.